Event description:
It was reported that a malfunction alarm occurred. The customer did not have an alternate method of insulin therapy available, so they went to the ER to obtain insulin. Customer¿s blood glucose level was 400 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.